Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: ng, inr: 3.0. (B)(6) 2010, 2.3. (B)(6) 2010, 2.4. (B)(6) 2010, 3.7. 3.8.

Manufacturer narrative:
Investigation pending.